Event description:
It was reported that the wheel locks were installed incorrectly. No adverse consequence.

Manufacturer narrative:
Cot was examined by service technician who confirmed that the wheel lock was installed at the wrong end of the cot. A review of the device's history indicated that this device was not shipped from the manufacturer with double wheel locks. The customer installed after market wheel locks incorrectly.